Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of message regarding "error button press detected" while no buttons were being pressed and attributed it to the main printed circuit board being out of specification in an electrical manner and further noted that the red display wire was pinched and the wire exposed, the black battery wire insulation was pinched but the insulation was not compromised, the output connector assembly was broken and the white display wire insulation was pinched and the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was performed on the main board. Visual inspection revealed no anomalies on the main board but there were pinched wires on the display. Bench analysis could not reproduce the error. The error log verified the error. Conclusion: the reported event was verified in the log but could not be reproduced on the bench.

Event description:
It was reported that when turning on the external pulse generator, the lower display screen stated "error button press detected. Release all buttons" while no buttons were being pressed. The external pulse generator has been returned for repair. There was no patient involvement. The generator subsequently tested out of specification during manufacturer's analysis.